Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that 2.5 years post-implant, the patient was admitted to the hospital , with his device coming out of his chest and showed that the area had an infection. The next day, the surgeon performed a full removal of both lead and generator. The surgeon indicated that the cause of the infection/extrusion was unknown. The manufacturer's device history records of the lead and generator were reviewed. The sterility of the generator and lead prior to release was verified. No further relevant information has been received to date.